Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: - one for agf issue on neopak (tbc) syringe ¿ pfizer contact (B)(6). (Email below) ¿ I have no further info at this stage. - one for needle hub leakage related to a bd-mds product.

Manufacturer narrative:
H6: investigation summary: it was reported there was needle hub leakage. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, three photos were provided for evaluation by our quality team. Two photos show a needle hub with a crack that starts at the bottom of the needle hub. The third photo shows the needle hub molding gate. No other defects or imperfections were observed. As the lot number provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported while using unspecified bd needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: one for agf issue on neopak (tbc) syringe ¿ pfizer contact michaael koby (email below) ¿ I have no further info at this stage. One for needle hub leakage related to a bd-mds product.